Event description:
Anterior spinal rod removed due to being broken. The eyebolts, rods, screws and staples were removed at t12, l1, l2 and l3. These were 4 eyebolts, 4 screws, and 4 staples, and 2 rods as the rod was broken.what was the original intended procedure?therapy for idiopathic scoliosis and a lumbar curve.device #1is this a laboratory device or laboratory test?no.